Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had perforated and was verified with echocardiogram. Th patient was hospitalized and this rv lead was repositioned. No additional adverse patient effects were reported.